Manufacturer narrative:
Evaluation: results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The device was visually inspected and functionally tested. As returned, a port plug was in the ipg header. The ipg lower septum was damaged. No other anomalies were noted. The device passed communication testing, auto testing, and according to specifications. Conclusion: the cause of the reported event regarding low and high impedance could not be conformed. The device passed testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system on (B) (6) 2009. Before patient was closed, inter-operative testing using the patient programmer was performed on the leads. The lead impedance was low when the lead was inserted into the bottom ipg header and the lead impedance was high when inserted into the top ipg header. The ipg was removed and another ipg was placed into the pocket. Lead impedances were 200 ohms on every contact. Patient is receiving good stimulation.